Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was oil gel globules and gel smearing. The oil gel globule event occurred 15 times. The gel smearing event occurred 15 times. The following information was provided by the initial reporter. The customer stated: there was "gel cells above the separating barrier. After centrifugation, gel remains stuck on the wall of the tube above the barrier/plasma, which has caused the occlusion of the pipetting probes on the equipment."

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed (oil gel globules was not observed in the photo). Additionally, 4 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. All 4 tubes produced globules. Photo provided confirm smearing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing and oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was oil gel globules and gel smearing. The oil gel globule event occurred 15 times. The gel smearing event occurred 15 times. The following information was provided by the initial reporter. The customer stated: there was "gel cells above the separating barrier. After centrifugation, gel remains stuck on the wall of the tube above the barrier/plasma, which has caused the occlusion of the pipetting probes on the equipment."